Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period jul 2019 through jun 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Testing of actual/suspected device: (10/21)03). A getinge field service engineer (fse) was dispatched to evaluate this unit and fault code was confirmed plus additional code 77 (enhanced motor speed required) were observed several times. To resolved the problem, the fse removed and replaced the compressor ((B)(4)) and replaced with ((B)(4)). As part of the maintenance, the safety disk ((B)(4)) was replaced along with the tidal disk ((B)(4)) because the safety disk was nearly out of cycles and the tidal disk was nearly out of hours. Unit was calibrated and passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that during routine check and on power-up, the cardiosave intra-aortic balloon pump (iabp) failed electrical test code 14. There was no patient involvement, and no adverse event reported.